Manufacturer narrative:
E1: patient city - (B)(6).

Event description:
Reference number (B)(4). Event occurred in (B)(6). It was reported that patient faced infusion set leakage event on (B)(6) 2025. No further information available.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions h11: investigation summary complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 6007705, in question was manufactured at the reynosa site. Device history record (DHR) review: the lot 6007705 was manufactured according to the work instruction (wi) version 28 and manufactured in the line iport on 08-jul-2024, with a total of (B)(4) units. An non-conformance (nc) for leak failure in I-port advance according to complaint 1.0.2 in ditm (B)(4). Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Conclusion summary of the related event: as a result of the following: no nc was raised during production in relation to the complaint malfunction code. However, this complaint requires a further corrective and preventive action (CAPA) determination assessment due to findings in the DHR review associated with the complaint code.

Event description:
To date no additional patient or event details have been received.